Manufacturer narrative:
(B)(4).

Event description:
It was reported that "cgm accuracy" occurred. It was indicated that the patient rubbed/bumped/laid on the transmitter, which is misuse of the device. It has been reported that there was a difference in readings of big points of difference cannot recall exact value . No product or data was provided for investigation. The allegation and the probable cause cannot be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.